Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble and noticed by customer during therapy. The customer¿s blood glucose was 334 mg/dl, 353 mg/dl, 348 mg/dl at time of incident and current blood glucose was 374 mg/dl. Customer was assisted with troubleshooting. The customer stated that the approximate size of air bubbles was medium sized. The customer stated that they did not allowed for insulin to warm to room temperature prior to filling reservoir. Customer states auto mode feature was active. Customer was treated with insulin pens. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. The reservoir will not be returned for analysis.